Event description:
It was reported to medtronic neurosurgery that the shunt was explanted as the patient was still complaining of headaches. According to the report, the physician thought that the shunt was working.

Manufacturer narrative:
The device was reported to be a contoured valve, regular, low pressure; however, the returned device was a contoured valve, regular, high pressure. The valve was patent and met the requirements for leak, reflux, pressure-flow and pre-implantation testing. It is unknown what caused the reported event. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).